Event description:
The manufacturer received information alleging a ventilator's oxygen sensor failing the calibration. There was no harm or injury reported. Customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event. The customer has advised closing the case.